Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to a reported device problem. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed august 24, 2016.